Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced palpitations. Undersensing was noted on the right ventricular (rv) lead on current and stored electrograms (egm). The lead remains in use. No further patient complications have been reported as a result of this event.